Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation, as it is implanted; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure performed on (B)(6), 2011. According to the complainant, on (B)(6), 2011 during a check up the physician noted that the tube had a crack near the adaptor. A leak was noted; the physician cut the cracked portion of the tube and reattached the adaptor to the tube. This device remains in use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.